Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27 mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had a prior medical history of severe aortic stenosis and pre-existing right bundle branch block (rbbb). The length of the membranous septum was not measured. Calcification was present extending beneath the aortic annular plane in the interventricular septum. The annular perimeter was reported as 77 mm. The procedure was initiated with pre-dilatation performed using a 20 mm non-abbott balloon, which did not exceed the perimeter-derived diameter of the native aortic annulus. The valve was then advanced and deployment was initiated; during deployment, positioning was assessed to be too deep at approximately 6¿7 mm. During this initial deployment, the patient developed complete heart block (chb), requiring pacing support via temporary pacemaker. The valve was subsequently re-sheathed and repositioned. While in the cusp overlap view (cov), the inflow edge of the constrained valve was positioned at the base of the aortic annulus while the pigtail catheter position was confirmed at the bottom of the non-coronary cusp. A second deployment was performed, and the valve was released at a final implant depth of approximately 3 mm. The implanter confirmed there was no non-uniform expansion, and no eccentric calcification or anatomical or tissue interference affecting valve expansion was noted. Following valve implantation, mild paravalvular leak (pvl) was observed. Post-dilatation was performed using a 20 mm valver balloon, resulting in resolution of the pvl. The patient remained hemodynamically stable throughout the procedure and left the cath lab with the temporary pacemaker in place. Post-implant, the patient remained in complete heart block. A permanent pacemaker was implanted the following day. The patient did not have a prolonged hospital stay related to the adverse event. No clinically significant delays were reported. The physician indicated that the complete heart block was believed to be caused by a combination of the tavi procedure and the patient¿s pre-existing conduction abnormalities. The patient¿s condition was reported as stable, and the patient was discharged.